Event description:
Per the surgeon's report, the patient's flange fixture was explanted at the patient's request due to a skin infection and the patient's "very thin bone". The patient will not be reimplanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.